Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 50 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from truemetrix meter to competitor meter. Back to back blood test performed by customer fasting on (B)(6) 2015 at 12:23pm produced test results of 175 mg/dl using truemetrix meter and 73 mg/dl using competitor meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 194 mg/dl and 204 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/19/2016 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.